Manufacturer narrative:
Retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had tried all seven programs and had turned stimulation up to where they could feel stimulation. On programs 1-3 they could feel stimulation closer to the bike seat area, but not where they believed it should be. On programs 4-7 they felt stimulation on the left buttock. They did not think they were getting a 50% reduction in symptoms. They were constantly going to the bathroom, were not emptying their bladder, and did not have a steady stream. They stated that maybe the lead was not in the right place. They had also been having loose bowel movements. They went to urinate and had a bowel movement and did not know it. They had no other stomach issues. When the healthcare provider was replacing the device, they thought they were getting a better response on the left side, so they put the lead on the left side but the ins was still on the right side. The patient asked if it was possible the lead was not in the right place. Information was reviewed, and they were redirected to their healthcare provider to further address the issue.